Manufacturer narrative:
Results: stent embolization. Conclusion: stent embolization. Device or procedural images not provided for review. (B)(4).

Event description:
It was reported that a physician was attempting to use a scuba stent device to treat a lesion in a patient. During the surgery and while the physician was advancing the device towards the target lesion, the physician found that the stent had dislodged from the balloon. Additional information received confirmed that the stent was not removed from the patient. No patient injury was caused to the patient and no clinical sequelae were reported. Device evaluation: the scuba catheter was returned for evaluation. No stent was returned. Traces of blood were detected on the shaft. Dried traces of radio opaque solution were clearly detected on the balloon. No other abnormalities were detected on the shaft. Heat setting marks could not be recognized due as the balloon was inflated.